Event description:
The patient's friend/family member mentioned the battery had migrated and the patient was having a hard time sitting and that was why the device was replaced with a competitors. Caller mentioned they planned to remove the leads in the future.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2019-feb-28: information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - chronic low back pain/ spinal pain. It was reported that the patient had never experienced therapeutic effect. The caller reported that the patient was in a lot of pain. Patient stated they felt stimulation on top of thigh at panty line and not back of her leg. Caller stated patient has been reprogrammed multiple times and still has no therapeutic effect. It was reported the patient's last reprogramming appointment was on (B)(6) 2019. No further complications were reported/anticipated. 2019-12-18: additional information received from the consumer reported that the patient only had stimulation on her thighs and needed it on the back of her legs because it was also burning. The patient didn¿t know if the stimulator was causing the burning or not. It was noted that the burning had started in the last 4-5 months and was getting worse. An MRI showed that the leads were intact. The patient was directed to follow-up with their healthcare provider. 2025-feb-24: information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported that the patient had the ins removed probably in 2020 because 'it wasn't working'.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.